Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl as well as experienced low blood glucose level of 40 mg/dl. Insulin pump had motor error alarm. Insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed. Device had minor scratched lcd window, broken reservoir tube lip, cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners. No moisture damage on electronic assembly during visual inspection.